Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was placed in the cardiac catheterization laboratory after the patient went into ventricular tachycardia requiring four shocks and compressions. During the percutaneous coronary intervention procedure, the patient again experienced multiple episodes of ventricular tachycardia, multiple shocks were performed. The patients condition continued to deteriorate further, the patient went into asystole, several rounds of cardio-pulmonary resuscitation were performed before the physician called the time of death. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.